Event description:
1st case: open heart case: surgeon thought the wave forms looked funny and the cardiac index read 10 and there was a fault message about the filaments, swan changed out during case then worked fine.2nd case: patient in or for open heart surgery, after patient was intubated, the anesthesiologist passed the swan ganz which gave pressures on the monitor but was not reading any wave forms. A new swan ganz was opened and it worked successfully with all readings coming across the monitor. 3rd case: no patient information, only the swan w/note that state "bad" on sticker.